Event description:
It was reported by the patient¿s parent that the patient¿s blood glucose level increased to above 22.2 mmol/l (400 mg/dl) after approximately 36-48 hours of pod wear on the leg, with blood glucose displayed as ¿high¿ on the dexcom continuous glucose monitoring system. No specific blood glucose levels were provided. It was further reported that the patient experienced bleeding, redness, and pain at the infusion site, and the adhesive was stained with blood. Upon pod removal, the cannula was observed to be bent. The parent applied a new pod and the patient successfully resumed therapy. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.